Event description:
In 2009, the sales representative reported a revision surgery due to adjacent levels. The surgeon re-instrumented with dynesis/zimmer. The part of the driver that engages the screw was ground down in attempt to remove the pathfinder hardware. Additional information received via telephone at about one week later. The sales representative reported that during surgery, the surgeon ground the driver into the screw causing pieces of metal to fall into the wound. The surgeon retrieved the pieces and none were seen under fluoroscope. The surgeon was removing hardware at l4-l5 on the left side only. The surgeon was able to explant the hardware using pliers to remove the screws. The original date of surgery was unknown.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.